Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced. Pacing impedance measurements were within normal limits with the replacement lead and chronic device. No additional adverse patient effects were reported.